Event description:
It was reported that the user experienced hypoglycemia while using the system, with a cgm reading of 71 mg/dl and a confirmatory fingerstick of 69 mg/dl; review of device logs indicated duplicate meal entries, and the user subsequently received assistance with a firmware update. Investigation included remote assessment, review of synchronized device reports, and device software update support. Further investigation of this case revealed no device malfunction and user input error related to duplicate meal announcements. There was no user reported clinical symptoms associated with low blood glucose. Outcomes included symptom resolution with oral carbohydrate treatment and continued glucose stabilization. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of unclear cause with contributing user input error, and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.